Manufacturer narrative:
During a seizure, the patient was given a d-50 (sugar solution) through intravenous therapy (IV) and the patient recovered from a seizure and returned to normal. Beckman coulter complaint handling unit (chu) evaluated the information provided by the customer. The customer stated the sample was collected in a green top with lithium heparin, and the sample was lipemic. No issues were found on other patient samples with same dxc, reagent, calibrator and control. The customer indicated the issue was observed only on this patient sample. The customer did not request service as they believed this is more of a sample specific issue and not an instrument issue. Review of service records showed no other similar issues were reported for the past year. Reagent, calibrator and controls were reviewed, and no systemic issue was identified. The patient sample was re-run using dxc auto dilution with results considered correct. There is no evidence of a system or reagent malfunction. The customer was satisfied, and no further issues were reported. Patient information not provided by customer. The beckman coulter internal identifier is (B)(4).

Event description:
The customer reported a patient had an extremely lipemic sample after a 1:4 dilution, and the dxc 600 pro instrument generated a high glucose (glu) result. The high result was reported out of the laboratory. Due to the high glu result, the patient was treated with insulin and had a seizure. The hospital then performed a finger stick with a glucometer and the result was lower. The patient sample was sent to their other hospital for testing with a non-beckman analyzer, and the results were similar to the glucometer result. The customer indicated quality control (qc) was within their established range before the event. Patient demographics were not provided.